Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. The investigation determined the reported difficulty appears to be related to user technique and/or an interaction with patient anatomy and the subsequent treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The other six proglide devices referenced in describe event or problem are being filed under separate medwatch manufacturer report numbers.

Event description:
It was reported that bilateral suture placement with five proglide devices, three in the calcified right common femoral artery (rcfa) and two in the calcified left common femoral artery (lcfa) was attempted, using the pre-close technique, via a 6f sheath prior to an abdominal aortic aneurysm (aaa) procedure. Reportedly, cuff misses occurred with all five proglide devices. Four additional proglide devices were used for successful suture placement using the pre-close technique in the rcfa (x2) and lcfa (x2). The sheath was upsized to a 18f on the rcfa and a 14f on the lcfa. The aaa was completed; however, hemostasis was not achieved in either the rcfa or lcfa with the pre-placed sutures of the proglide devices. A cut down procedure was performed on both the rcfa and lcfa removing plaque and debris resulting in surgical vessel repair with a patch bilaterally. Hemostasis was surgically achieved. The patient required additional hospitalization due to the cut down procedure. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. It was reported that the physician is trained in the use of the proglide device and established in the pre-close technique. No additional information was provided.